Manufacturer narrative:
Implicated product is a 13.5 fr. Dealysis/apheresis chronic dual lumen catheter kit with antimicrobial cuff in peel-apart introducer system. Product rec'd for evaluation is dual lumen catheter. Sample measures 14.6 inches long. Blue monofilament sutures are tied around catheter shaft 6.4 inches from proximal end. Brownish stain of unk origin is situated around catheter shaft immediately proximal to these sutures. Antimicrobial cuff sleeve is 7.1 inches distal to proximal end; an iodine-stained tissue ingrowth cuff is 7.6 inches distal to proximal end. A slit in the catheter outer diameter angles across the longitudinal plane 3.1 inches distal to antimicrobial cuff sleeve. Staggered distal tip has been severed away and is not included with the sample. A lot hisotry review reveals no mfg issues and no other complaints for this lot. Tactual examination reveals compression clamp impressions in both extension legs and exaggerates slit in cahteter shaft. There is a slight narrowing of the outer diameter and weakness in the tubing on either side od slit. Narrowing of outer diameter suggests compression pressures were employed while tubing weakness may be result of compression pressures or a loss of integrity to catheter wall. Under 5x magnification slit is noted to have straight, well-defined edges. Bothe edges are slightly rounded and walls are flat, dull and grainy. Narrowed tubing suggests catheter may have been pinched between clavicle and first rib. Rounded edges and dull, flat walls are consistent with blunt trauma as opposed to being cut with a sharp instrument. Blunt trauma could be result of tubing being pinched between bones or an anchoring suture placed around tubing near or at entrance to subclavian vein. Patency of both lumens demonstrated by flushing water throught each lumen with 10cc syringe. Water leak discharges throught slit when flushing venous lumen; aspiration causes air to be drawn into syringe. No other leaks noted "as distal tip of catheter is each lumen is hydraulically pressurezed until tubing bulges"; slit accessed using blunt connector and pressurization of venous lumen occuring distal to slit. Catheter's distal tip has slightly uneven edge with flat, lightly straited face, indicating customer trimmed tubing using scissors or similar instrument. Catheter was placed in bone marrow pt for purpose of delivery of medications, blood products, total parenteral nutrition and lab specimen withdrawal. Customer's cutting away of catheter's staggered tip may have been done when trimming catheter to fit pt. Recirculation of dialyzed blood not a clinical consideration for user. Complaint of subcutaneous leak confirmed, user-related. Although leak is obviously due to blunt trauma, exact mechanism of damage is less distinct. Rounded edges of slit suggested bothe clavicle/first rib compression and tightly tied anchoring suture cutting through silicone material. Narrowed tubing may be result of tubing being pinched between bones.